Event description:
Customer contacted beckman coulter inc. (Bci) with erroneously low tt4 result below the normal reference range generated by the unicel dxi 800 access immunoassay system for one patient.the erroneous result was reported outside of the lab but questioned by the physician.upon repeat, the results were within the normal reference range.there is no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 53.2 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is currently in process. Two requests were made via fax for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.